Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to device incorrectly reprocessed.

Event description:
The customer contacted olympus to report two patients had a high fever and shaking chills after used of olympus endoscopes and one of their reprocessors tested positive for microbial contamination. A patient presented with a high fever and shaking chills after an unspecified procedure with bf-xt160, sn (B)(4) which is reported in (B)(6). Then a second patient had an unspecified procedure with two different endoscopes: bf-p180 sn:(B)(4) & bf-uc180f ebus sn: (B)(4). After a few minutes, the patient presented with a high fever and shaking chills. (B)(6) addresses bf-p180 sn: (B)(4) and (B)(6) addresses bf-uc180f ebus sn: (B)(4). After the two patients experienced these symptoms, the customer performed a microbiological test on the four (4) etd machines in reprocessing. One (1) of the four (4) tested positive for microbial contamination with pseudomonas aeruginosa and is captured in (B)(6) for mini etd plus version model 025509, sn (B)(4). The operator of the instrument confirmed the endoscope bf-p180 sn: (B)(4) captured in (B)(6) had been reprocessed inside mini etd plus sn: (B)(4) prior to it testing positive for microbial contamination. No microbiological tests were performed on the instrument bf-p180 sn: (B)(4) and currently it is in use. Microbiological test were done on the bronchoaspirate and it tested positive for microbial contamination with comamonas testosterone. After receipt of the microbial contamination results for the one (1) etd machine, all endoscopes in the department were immediately washed, decontaminated, and highly disinfected with steris 20 concentrated sterilant ref s2009. There are 3 reports involved with this event: (B)(6) is for bf-xt160, sn (B)(4) associated with patient 1. (B)(6) is for bf-p180 sn: (B)(4) associated with patient 2. (B)(6) is for bf-uc180f ebus sn: (B)(4) associated with patient 2. This is report 1 of 3 for (B)(6) is for bf-xt160, sn (B)(4) associated with patient 1.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The customer documented the following information in the contaminated scope questionnaire: infections have not occurred on a patient. The endoscope test report cannot be shared with olympus. The automated endoscope reprocessor (aer) test report can be shared with olympus. The stages of preliminary cleaning were performed as follows: suction of water through the suction / operating channel; washing channels; air/water channel; auxiliary sprinkler; balloon channel; gripper lift cable channel. It is unknown if detergent was used for preliminary cleaning since the customer did not answer the question. However, the detergent name was listed as: igenal n. The points brushed follow: suction/operating channel, suction cylinder, operating channel inlet, balloon channel, and distal end/areas around the elevator. The brushes used for manual cleaning were hospline endoscopic hmd-c-0623280 lot cb 15032501. The name of the manual disinfectant was igenail n. But the customer did not respond to the question about manual disinfection. The customer left the aer and chemicals question blank. The endoscope was stored wrapped with sterile bags. Olympus carries out the maintenance and repair procedures. The endoscope was sterilized with ga etd plus method. The sterilization instrumentation model was mini etd2 and the program was standard plus. The customer also provided the microbiological test result for the olympus mini etd, series 20724. The sampling point was the basket mini etd and the name of the microorganisms detected was pseudomonas aeruginosa 7 cfu/250ml. The customer provided the laboratory results from the mini etd referenced. The culture was obtained (B)(6) 2021 and the results were 7 colony forming units of pseudomonas aeruginosa. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to report additional information provided by the customer.

Event description:
The customer provided additional information: the procedure was a bronchoscopy. It was confirmed the subject device bf-xt160 was reprocessed in the mini etd plus version 025509 (B)(6) which tested positive for pseudomonas.